Event description:
It was reported "screen is harder to read". There was no adverse impact to the customer¿s blood glucose level reported. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.